Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that dust and debris had entered the usb port of the pump which intermittently prevented the pump from charging. Reportedly, the customer was able to successfully charge the pump by repositioning the usb cable in the usb port. There was no adverse impact to the customer's blood glucose (bg) level. The customer would continue to use the pump for insulin therapy.